Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009; inratio: 3.3; lab: 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009. Inratio meter: 3.3 inr; reference: 2.4 inr; mean: 2.85; confidence-limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Customer results analyzed and accuracy criteria was met. Time elapse between results not indicated. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Product deficiency not established. Further action not required. The customer did not provide the strip lot number. The complaint trending cannot be determined.